Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose. The customer's mother reported that the meter was reading incorrect and found that the blood glucose was low. The customer's blood glucose was 58 mg/dl at the time of incident. The customer's blood glucose was 178 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with food. The customer's mother stated that they were given juice to treat the blood glucose during hospitalization. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.